Event description:
While connecting the ventricular catheter to the valve inlet a piece came off the valve. This is the tree shaped piece (inlet) that usually joins the two pieces and is tied with a silk tie. Dose: na. Dates of use: (B) (6) 2010. Diagnosis: hydrocephalis. Event abated after use stopped: no.